Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection that was 300 mm in length. It was reported that, approximately seven months post index procedure, the patient presented emergently with back pain. A CT revealed a distal type I endoleak on the vamc3434c200tu device and malperfusion of the visceral vessels. The false lumen was perfusing and the celiac was malperfusing. Due to the patient's anatomy and disease state, the physician elected to perform open surgery and repair the patient's aorta. The physician elected to implant another device to bypass the dissection and the device was landed proximal the patient's superior mesenteric artery. The event was resolved and the procedure was completed. Per the physician, the cause of the event was due to disease progression. It was also noted that the cause of the malperfusion was related to the dissection and that the valiant device did not exacerbate or further contribute to the dissection in any way. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.